Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and when the medical team built out the matrix everything was fine, but upon putting in the pfa (pulse field ablation) catheter there was a shifted anterior and the raw data was not matching up. The pfa catheter wouldn't show up with the xml flower at all, but they could get the pfa catheter to show up as the loop. When the lasso was put back in to re-map it did not match up. The exact catheter location was identified on flouro and ice (intracardiac echocardiography). The patient hadn't coughed or moved. There was no cardioversion either. The metallic values were "fine". No further details were provided regarding the completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
Per internal review on 26-nov-2024, it was discovered that the event was mistakenly reported as a carto map shift. There was no map shift. There was a catheter visualization error with the bsx (non-bwi) pulse field ablation (pfa) catheter. The catheter visualization was shifted--and not the carto map. Based on the information available, there is no product problem to report on any bwi device for this event. As a result, no further reports will be submitted for this event. Manufacturer's reference number: (B)(4).